Manufacturer narrative:
The problem was due to the broken diode. After the replacement of this part, the laser system started to work. We are unaware about pt injury.

Event description:
The laser system has to following problem: "diode does not emits energy".